Event description:
It was reported that (1) device was used during a prctopolypus extirpation. It was reported by the affiliate that when holding the tissue, the surgeon first pushed the atg45 closing trigger, then pushed the firing trigger, but the surgeon can't release the triggers. He had to pull the trigger from the tissue. The case was ended with sutures.